Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was experiencing nose bleeds and was not feeling well. Emergency medical services (ems) was called and the pt was taken to the local hospital where labs were drawn. The pt's hemoglobin was down to 8 and her potassium was at 7. The pt was transferred that afternoon to another hospital. The patient's hemoglobin continued to fall to the lowest of 6, and in the emergency room, she became unresponsive and a full code was performed. The pt did not regain consciousness. It was reported that her breathing tube was full of a great deal of blood and clots, and the hospital staff suspects that the pt may have had a gi bleeding issue. It was reported that the pt expired and the pump will be returned to the MFR for evaluation.